Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge would not slide onto the pump. Reportedly, the user noticed a "notch" in the back where the cartridge slides onto the pump. The user was able to load a new cartridge. There was no impact to the user's blood glucose level.